Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Follow up report 1 (correction): explant date d6b field was updated. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) attended the hospital as they experienced twitching. The device was interrogated, and it was found that it had reverted to safety mode operation. Consequently, the patient was admitted, and the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) attended the hospital as they experienced twitching. The device was interrogated, and it was found that it had reverted to safety mode operation. Consequently, the patient was admitted, and the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) attended the hospital as they experienced twitching. The device was interrogated, and it was found that it had reverted to safety mode operation. Consequently, the patient was admitted, and the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Follow up report 1 (correction): explant date d6b field was updated. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.